Event description:
Healthcare professional reported right side ruptured. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as fold flaw opening. Cancer: unable to observe since it is not related to the device. As per the investigation procedure creases, non-penetrating nicks, particles, nicks striated is observed assessed as surgical tool scratch like and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cancer: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side ruptured. Device has been explanted.

Event description:
Healthcare professional reported, right side ruptured. Device has been explanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.